Event description:
A representative reported the patient was having an emergency catheter revision. It was reported that there ¿may be csf leaking under the skin¿. An x-ray of the system was performed and showed ¿what seemed to be a segment of the catheter, maybe about half the width of the pump¿. It was unclear what was imaged. It was thought to be the connector pin. The patient mentioned that they thought the pump was flipped. The representative noted that ¿the patient was getting a pocket that maybe the catheter was pulled out of the back¿. It was unclear what this had meant. It was not unknown if the catheter was dislodged. It was later reported the patient was having a catheter revision, and they were implanted ¿about a month prior to the report¿. The patient had developed some swelling in the back around the catheter entry site. When the pocket was opened, the catheter appeared to be very twisted, like ¿candy cane twisted¿. The possibility of a flipped pump was discussed, though the pump was not flipped at the time of the report. The catheter did not appear to have pulled out of the intrathecal space, and the representative stated that ¿it appeared like it was still in¿. The representative stated that he had previously called about a hygroma. The medications used within the system were hydromorphone, clonidine, and bupivacaine. It was later reported that the patient¿s physician suspected the pump flipping occurred due to the patient leaning over while coughing and the coughing broke loose the anchors. The representative noted skepticism of the ¿coughing scenario¿ and indicated that ¿there were just too many flips¿. A mesh pouch was used, and the physician used and the physician used multiple anchor points and tried to get deeper in the fascia. The patient¿s dose was reduced to 1 mg hydromorphone per day. The patient was viewed to be getting good therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).